Event description:
--

Manufacturer narrative:
To date, no further information has been received regarding this complaint file and all efforts to attain additional information have been unsuccessful. Should additional information be received at a later date, this event will be reopened and updated.

Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.

Event description:
Boston scientific received information that during the last follow-up appointment, the remaining longevity of this device was displayed at 1.5 years. When the patient came in for the next follow-up appointment, the device had declared end of life (eol). It was indicated the device would be revised. No adverse patient effects were reported.